Manufacturer narrative:
Continuation of d10: product ID: ev240152; implanted: (B)(6) 2025; explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient complained of persistent chest pain at three weeks after implantation of the extravascular implantable cardioverter defibrillator (ev-ICD) system. It was noted that the distal tip of the extravascular (ev) lead was in the left pleura without complication with stable electrical parameters. The ev-ICD system was extracted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.